Event description:
It was reported that the "lid" (pull ring cap) on one of the tubing lines of the homechoice cassette was "opened." This occurred before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in february 2025. E1: initial reporter address: (B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, priming and self-test was performed, and no issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.